Manufacturer narrative:
Unit alarmed pump error during the rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement test due to pump error 38. Motor was tested outside device, and it failed. In addition to this the flex cable connector for the keypad and lcd display detached from pcb1 during disassembly. Unable to perform the sleep current measurement and active current measurement due to the detached connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump did not start. The customer¿s blood glucose value at time of incident was unknown. No further troubleshooting was performed. The insulin pump will be returned for analysis.